Manufacturer narrative:
The complete initial reporter facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was left with an indwelling urinary catheter on (B)(6) 2026 due to a medical condition, and on (B)(6) 2026 at 11:30 am the urinary catheter dislodged on its own. The balloon was in a dry state, and leakage was detected by injecting 15 ml of saline into the balloon. The balloon was suspected to be ruptured and a new catheter was given to re-catheterize the patient.